Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received from the surgeon indicating the patient was being treated for a retinal detachment and the tip fell off during the fluid/ air exchange the patient experienced a new retinal break and detachment of the retina and was taken back to operating room for repair. The surgeon again attempted to search for the missing tip, but no tip was found at this new procedure.

Manufacturer narrative:
A sample was not received for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturers acceptance criteria. Manufacturer performs a 100% final inspection for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure, the silicone soft tip fell off into the patient's eye. The surgeon attempted to remove using a forceps but it dropped again. The surgeon was unable to find the tip and the case was completed. Current patient status is unknown. Additional information has been requested but not received.